Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to correct the manufacture and expiration date provided for the composix ex. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum#1: this supplemental emdr is being sent to correct the manufacture and expiration date provided for the composix ex. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, this report will be updated. Addendum#2: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of implant. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 4 years post implant of composix e/x mesh, the patient with a complex medical/surgical history was diagnosed with hernia recurrence, mesh infection, fistula, adhesions and underwent mesh removal. The instructions-for-use supplied with the device lists fistula formation and adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis." Corrected field: d.6a (date of implant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number 0123790, lot number 43eqd332 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2010 - patient with a complex history of abdominal surgeries was diagnosed with multiple ventral incisional hernias and thereby underwent laparoscopic converted to open repair with implant of composix e/x mesh (device #1). Per op notes ¿massive amount of adhesions were removed, and hernias which were all incarcerated with omentum and small bowel was freed. Three extremely large hernias (all ranging from 6-7cm), one about the umbilicus, inferior aspect in the suprapubic area and the third in the right mid-quadrant were repaired, a composix e/x mesh was placed and sutured in inlay fashion.¿ (B)(6) 2011- patient was diagnosed with ventral incisional hernia in the right lower quadrant at a prior ostomy site. (B)(6) 2011 - patient underwent open repair. ¿the prior scar was excised, the hernia sac was encountered and resected; adhesions were taken down. A synthetic mesh was then placed in an inlay fashion. Due to the patient's complex history and notably weak abdominal wall, a biological implant was placed.¿ (B)(6) 2014 - patient had large fluid collection, underwent percutaneous drainage, was diagnosed with mrsa infection, possible enterocutaneous fistula, was put on IV antibiotics with drain placement. (B)(6) 2014 - patient underwent exploratory laparotomy with mesh removal. ¿multiple adhesions and the prior mesh were encountered. Extensive adhesiolysis was performed; a portion of small bowel that was densely adherent to the mesh was taken down sharply and the ec fistula tract was identified. 2 diseased portions of bowel that had been previously adherent to the mesh were then resected. The mesh was grasped with a kocher and dissected off of the anterior abdominal wall using electrocautery and was then removed in full. An incision and drainage of the subcutaneous abscess was done where the prior drain had been placed on the right mid abdominal wall."

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2010, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number 0123790, lot number 43eqd332 was implanted to repair the hernia defect. It is alleged that several years later on (B)(6) 2014, the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective composix e/x hernia patch.